Event description:
Initial calcium result of 10 mg/dl was repeated and recovered 9.1 mg/dl. Incorrect result was not used to provide patient treatment. Field service representative ran a performance testing check, but could not duplicate the problem. Performance testing and quality control materials recovered within stated ranges.